Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd 1ml syringe luer-lok¿ tip experienced issues with the syringe volumetric accuracy. The following information was provided by the initial reporter: we make sterile preparations and use this syringe among other things to add small quantities to a syringe or IV-bag. In this case the volume was 0.25ml, but after the reconciliation it turned out to be an average of 0.272ml (108.8%). Meanwhile, all other possible causes were ruled out and we suspect that the 1ml syringe used was the cause. This was also confirmed by doing some tests with another syringe of the same lot (9042758) which we do not have.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd 1ml syringe luer-lok¿ tip experienced issues with the syringe volumetric accuracy. The following information was provided by the initial reporter: we make sterile preparations and use this syringe among other things to add small quantities to a syringe or IV-bag. In this case the volume was 0.25ml, but after the reconciliation it turned out to be an average of 0.272ml (108.8%). Meanwhile, all other possible causes were ruled out and we suspect that the 1ml syringe used was the cause. This was also confirmed by doing some tests with another syringe of the same lot (9042758) which we do not have.